Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material inside the air/water tube. There were no reports of patient involvement.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited white foreign material inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer which was not late. The correct date was 04/23/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the air/water channel and air/water cylinder was not confirmed. The legal manufacturer could not confirm that the reprocessing was conducted in accordance with the instructions for use (IFU), as three attempts were made to obtain additional information, but no response was received from the customer. The instruction manual states the detection method associated with the event in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.